Event description:
It was reported that t: slim x2 pump battery would not charge despite use of working wall outlets, tandem charging accessories, and alternate wall adapters and cables, and that pump displayed power source alerts but did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump.